Event description:
It was reported by service report that the bed scales were not working. It is unk if there was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Result: connection between load cells and cpu.